Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The cuff miss and mechanical jam were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. In this case, the plunger may have been attempted to be pushed before the lever and foot were open. The link was still tucked indicating the foot was never opened. The account claimed the plunger was pushed, however, generally when that occurs, the trigger boss will break. In this case, it may just be the device was inserted and removed. When removed the posterior needle tip ejected rendering the device unusable. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot number updated from 5022642 to 5022741.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional carotid artery stenting procedure with a small-bore sheath. Reportedly, when depressing the plunger resistance was felt, preventing the plunger to be fully depressed. The needles did not engage with the cuffs, as a cuff miss occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.